Event description:
Patient experienced retention of a 6 cm needle sheath of a 22ga mediastinoscopy aspirating needle. The 6 cm sheath is a sliding piece over the needle. When the needle was inserted during a surgical case performed approximately 7 months ago, the sliding piece was retained. Needle was used to inject local anesthetics. The patient was discharged to home, but later reported discomfort. X-rays confirmed metallic object. Patient returned to have the object removed approximately one month ago.